Event description:
Customer's wife reports customer's friend did back to back testing on the same meter while using the advantage system with results of 380 mg/dl and 80 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Wife reports she was unsure of which strip vials were being used with which test.